Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients remain in preadmit status and cannot be transferred to admitted. A technical support specialist (tss) identified that patients were stuck in preadmit status and not visible at pyxis. The preadmit status was halted due to an upgrade. The customer was advised to use one of three codes provided such as a01 for admit, a04 for register and a10 for patient arriving. Patients discharged prior to the activity were reflected, but no new patients had appeared in that status since. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary two patients remained in preadmit status and could not be transferred to admitted, and they did not appear on the medstation despite having correct unit and room numbers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.